Manufacturer narrative:
The investigation reviewed the pictures of the label that were provided; the pictures show a defective label with most of the information missing. A review of complaint data indicated there were no other similar issues against the ventana he 600 transfer fluid product. A review of batch records showed that the product was received within specification. A review of product quality showed that the product is currently in a state of control, and no statistical process control rules have been triggered since the batch was released. A review of manufacturing operating procedures showed that there is an inspection step of printed label set-up where all the information would be verified. There was a label rework involved with 4 pieces of labels. It is possible that the defective label was neglected during the rework, and human error could not be eliminated. A systemic product problem has not been identified. The investigation determined this is likely an isolated event that occurred during the label control, as the rework instruction is monitored manually. The product is quarantined in the affiliate's local warehouse, and there is no indication that patient care or end-user safety was compromised.

Event description:
The initial reporter complained of an issue with a shipment of ventana he 600 transfer fluid, as one of the bottles had no information on the label. The issue was detected internally in a local roche warehouse, and the affected product was set under quarantine. The label was completely white except for the title. The expiration date, lot number, and name of the manufacturer were all missing. The other bottles had the lot number m25095. Only one bottle out of 200 bottles was missing the information.